Event description:
Customer reported receiving erratic readings on their medisense optium blood glucose meter. Customer reported receiving readings of 307 mg/dl and 73 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors were observed during control solution testing. The readings the customer reported were not found in the meter's internal memory log.